Event description:
It was reported that the customer had crack on her insulin pump. Customer stated that the crack started on the back of the pump near the battery compartment and goes to the front of the pump. Damage occurred while the customer changed the battery out. Customer's blood glucose level was 265 mg/dl. Customer mentioned that she received a low battery alarm, but customer declined troubleshooting. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected low battery alarm was noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.